Manufacturer narrative:
An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on 12-7-2016 that a customer had an issue with a feeding tube. The customer reports: the stylet was difficult to remove from the feeding tube during insertion. This resulted in having to remove the entire feeding tube and stylet and place a new feeding tube with a new xray. There was no patient harm.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A sample was received for evaluation. The reported issue could not be confirmed. Because the reported issue was not confirmed, a root cause could not be determined. Corrective actions are not deemed necessary at this time. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.